Event description:
During an interrogation the physician noticed a reset warning. Reset date: (B)(6) 2024 the patient was probably interrogated on (B)(6) pre-discharge on (B)(6) 2024.

Manufacturer narrative:
The conclusions are as follows: the reset, described in the complaint, occurred during a real-time data transmission by bluetooth low energy (ble) telemetry performed at the follow-up dated of (B)(6) 2024. This reset was most likely triggered by an abnormal behavior of a hardware component during the ble transmission. The re-initialization has been correctly performed and the subject device has returned to normal functioning. Please refer to the attached analysis report.

Event description:
During an interrogation the physician noticed a reset warning. Reset date: (B)(6) 2024 the patient was probably interrogated on (B)(6) 2024 pre-discharge on (B)(6) 2024.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.